Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficulty with leaflet grasping appear to be due to patient-specific anatomical factors. The reported tissue injury appears to be a cascading effect of the difficulty encountered during repeated leaflet grasping, and the reported mr is considered a downstream clinical outcome following the leaflet injury. Tissue injury and mitral regurgitation, as listed in the mitraclip g4 system instructions for use, are known potential complications associated with mitraclip procedures. The reported serious injury/illness/impairment was the result of case-specific clinical circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a second mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3+ due to disease progression on a patient with ventricular dilatation, dilated cardiomyopathy, and a thin leaflet. It was noted that the clip was stable on the leaflets. A mitraclip xt was inserted, and grasping was performed. However, after several attempts, the anterior leaflet was observed to be damaged. The clip was ultimately deployed on the mitral valve, and the mr remained at a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.